Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: smooth edge on posterior and sharp on posterior and wear abrasion. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: smooth edge on posterior due to smooth opening and sharp on posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports an intracapsular rupture of the left device. Device remains implanted.